Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. During the investigation it was noted that the tip of the hard cannula was dull. It was concluded that the dull hard cannula caused the reported bleeding/bruising. The dull needle would not have prevented insertion of the soft cannula, and therefore did not contribute towards the reported unsure properly insertion. A small crack was observed in the top housing. As the crack was only superficial it was concluded that it did not contribute toward the reported symptom code and did not impact the device.

Event description:
It was reported that the patient's glucose reached 19.5 mmol/l (351 mg/dl) while wearing the pod between 49 and 71 hours on the abdomen. Upon inspection, it was noticed that the pod was leaking, and the cannula was not properly inserted into the skin. The site was bruised after removal. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.